Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a partial display. Customer's blood glucose was unknown. Anomaly persisted after battery change. Device had missing segments during self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or display anomaly noted during our testing. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.